Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during the insertion of the probe we noticed that it was impossible to pass the guide, because was blocked inside the needle. The patient was (B)(6) and weighed (B)(6). No clinical consequences for the patient, another kit was opened and used.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint that the guide wire became unraveled was confirmed. The customer returned one guide wire. The introducer needle was not returned. Visual examination revealed the guide wire is unraveled from the distal end and that the distal weld is present at the end of the coil wire. Four kinks were also observed in the wire. The guide wire was kinked at 14.0, 22.0, 29.0 and 36.0 cm from the distal end of the core wire. Microscopic examination confirmed the four kinks and that both welds are full and spherical and that the distal weld is present at the end of the coil wire. No separations were observed with this wire. The manual tug test revealed that the proximal weld is intact. The core wire measured 601 mm which does not match the length of the wire packaged in this kit; 450-458 mm per the guide wire graphic. The outside diameter of the guide wire measured 0.804 mm, wh ich meets the outside diameter specification of 0.788 - 0.826 mm per the guide wire graphic. The guide wire returned does not match the length of the wire packaged in this kit. The IFU for this product cautions that if resistance is encountered while advancing or withdrawing the guide wire do not use force and warns not to other remarks: retract the guide wire against the edge of needle while in a vessel to minimize guide wire damage. A device history record review was performed and it did not reveal any relevant findings. The investigation found no evidence to suggest a manufacturing related ca use. Since an incorrect wire was returned and the introducer needle was not returned, the cause of this complaint could not be determined. No further action will be taken.